Event description:
It was reported that; the surgeon was using the 8mm flexible drill bit and the tip of it snapped after he had drilled.

Event description:
It was reported that; the surgeon was using the 8mm flexible drill bit and the tip of it snapped after he had drilled.